Event description:
The customer reported that the system would not boot up. There is no reported of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.